Manufacturer narrative:
The investigation has been completed. The cause of the issue was not determined since issue could not be consistently. Reproduced. H3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.

Event description:
It was reported that upon turning the pump on to p2, flows displayed 0.0/0.0, and the pump reverted to p0. Several attempts were made, however the p-level consistently defaulted back to p0 before the aic turned off. The aic was restarted prompting impella defective" alarm and alert to "replace impella." A new aic was brought in but did not resolve the issue. After several attempts the decision was made to explant the defective pump and implant a new 5.5 impella. This manufacturer report is for 2nd aic (console) with serial number (B)(6).

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.